Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported that the device leaked at the filter vent. No drug was involved in the event. Patient involvement is unknown; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
Investigation correction: received one photo of the set. Leakage was observed at the filter vent. The lot history could not be reviewed due to no lot number being provided. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. Other corrected information can be found in section h6 component codes, type of investigation codes and the investigation findings code.